Event description:
The MFR's rep reported a piece of previously implanted intrathecal catheter "accidentally broke off" during a pump replacement surgery and remains in the intrathecal space. It is unk why or how the catheter segment broke apart, specific details were not provided. The hcp suspected that the break had occurred some time ago and the catheter had been in the epidural space which may explain increased pain and the need for dose increases. A new catheter segment was placed intrathecally.